Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with critical pump error (open book image). Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and keypad flex connector. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. In conclusion, unable to confirm customer concern for no communication with pump, mobile and transmitter due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no com pump to mobile, no com pump to xmtr. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. Customer reports being unable to pair device(s) with pump. Pump continued to alert "device not found" several times while trying to pair. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.